Event description:
A malfunction alarm identified as malf 12 was reported, and there were no notable events leading up to the malfunction. There was no adverse impact on the customer's blood glucose level. The customer experienced at least three occurrences of this malfunction on the same pump, which had already been replaced due to recurring issues. The customer, currently overseas, is waiting to receive the replacement pump.